Manufacturer narrative:
A review of the mfg records verified the lot was processed normally and all pre-release specifications were met. An eval of case images is currently in progress.

Event description:
It was reported the physician implanted a gore helex septal occluder in (B)(6) 2009. During an emergency room visit for abdominal pain, a thrombus was noted on the device in the left atrium. The device was surgically removed (B)(6) 2013, a xenograft patch was used for septal repair, and the pt was doing well following the procedure.